Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the pt's hypoglycemic episode. The lot number from which the pod came was unable to be obtained. We are unable to evaluate manufacturing records for any issues related to the over-delivery of insulin. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could results in low bg levels). Without the pod returned for evaluation, the cause of the pt's hypoglycemia cannot be determined.

Event description:
The report indicated that the customer's roommate found him vomiting and "out of it." An ems was called and he was taken to the hospital "because of his mental status." His bg level at the time was 60mg/dl and d50 was administered. The customer's parent is questioning whether there could be a problem with the pod "dumping insulin." The device will not be returned for evaluation.